Event description:
Rptr had a spinal implant 3/3/94. Since surgery, rptr's pain has become severe. She has had a urinary tract infection and a staph infection. She required home nursing care. The "hole" didn't close until september-october. She has trouble walking, sitting and stooping. Her activities are nil. Since surgery her life has made a 360 degree turn. She now has bleeding from the vaginal area and will be seeing a dr for this. Her sex life is nil. She has severe depression. She can always feel the instrumentation in her back. It is very painful. The surgeon intimidated her by telling her he didn't want her to get addicted to the pain medication. She panicked and went to her internist for pain mediction and referred her to a dr in a pain clinic. She now has cramping-like pain on the lower right side of her abdomen. She also has changes in her bowel and bladder function.